Manufacturer narrative:
Reported event of guidewire distal tip detached, exposing the tip of the metal core wire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report# 3005099803-2016-00177, 3005099803-2016-00185 and 3005099803-2016-00186 for the other associated device information. It was reported to boston scientific corporation that three jagwire guidewires were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the striped ptfe coating peeled and the hydrophilic tip detached, exposing the tip of the metal corewire. No part of the first guidewire detached inside the patient. A second jagwire was used and the striped ptfe coating also peeled and the hydrophilic tip detached, exposing the tip of the metal corewire. Two pieces (2mm and 3mm) of the second guidewire detached into the bile duct. A third jagwire was used and the striped ptfe coating also peeled and the hydrophilic tip detached, exposing the tip of the metal corewire. A 3mm piece of the third guidewire fell into the pancreatic duct. The detached guidewire fragments were not retrieved from the patient. The procedure was completed with a fourth jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual evaluation of the returned guidewire revealed that the tip of the guidewire was detached, exposing the tip of the metal corewire by approximately 0.1cm. There was no evidence of corewire fracture. The complaint is consistent with the returned guidewire since the tip was detached and the tip of the metal corewire was exposed. Based on all gathered information, the investigation fails to determine a definite root cause. There is an investigation in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found.

Event description:
This report pertains to one of three devices used during the same procedure. Refer to manufacturer report# 3005099803-2016-00177, 3005099803-2016-00185 and 3005099803-2016-00186 for the other associated device information. It was reported to boston scientific corporation that three jagwire guidewires were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the striped ptfe coating peeled and the hydrophilic tip detached, exposing the tip of the metal corewire. No part of the first guidewire detached inside the patient. A second jagwire was used and the striped ptfe coating also peeled and the hydrophilic tip detached, exposing the tip of the metal corewire. Two pieces (2mm and 3mm) of the second guidewire detached into the bile duct. A third jagwire was used and the striped ptfe coating also peeled and the hydrophilic tip detached, exposing the tip of the metal corewire. A 3mm piece of the third guidewire fell into the pancreatic duct. The detached guidewire fragments were not retrieved from the patient. The procedure was completed with a fourth jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.